Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. It was also noted that the device was returned without the over-sheath. During manipulation or during the procedure, it is possible that the first activation was made in the device, or for reasons like extra force applied in the clip assembly, the clip got deployed before to perform the second actuation and the device could have prematurely deployed. Microscope examination was performed on the bushing, and there were some hits found in the bushing hooks. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. No other issues were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on march 24, 2021. During the procedure, the physician used a clip to close the wound and to prevent bleeding. The clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Additionally, the physician withdrew the clip, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the physician used a clip to close the wound and to prevent bleeding. The clip was able to grasp and lock onto tissue, but failed to release from the catheter to deploy. Additionally, the physician withdrew the clip, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.